Event description:
It was reported that during a ptca procedure, the balloon detached from the shaft. The balloon had been inflated multiple times in a calcified lesion. Upon removal the physician experienced resistance, and it was noted that the balloon had detached from the shaft and was located in the guide catheter. Another balloon was used to successfully complete the procedure. Pt status is listed as "okay."